Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. During implantation, a floating structure / thrombus was seen in transesophageal echocardiogram (toe) on the partially enfolded device (device in ball-position). The patient's international normalized ratio (inr) closest to the time of the reported thrombus was 1.15. The shape of the thrombus was weird fiber shape. The activated clotting levels (act) was checked, low act was found (108 sec), additional heparin was administered and the procedure was completed successfully. After releasing the amulet, there was no thrombus / floating structure visible in toe. The patient remained stable and there was no adverse health consequences. The patient was reported stable.

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported patient device interaction problem with thrombus could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.